Manufacturer narrative:
Results, conclusions: based upon eval of user facility info only; based upon testing of reserve samples. The involved device has not been returned for eval. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies. A review of the device history record indicated that there were no production related problems for the lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based on the available. The event description is consistent with the catheter having been damaged and then separated into 2-pieces during the withdrawal of the device. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported that the distal portion of a glidecath was "broken off" during a procedure. Communication with the user facility confirmed the following: upon removal, the physician noted that the catheter was much shorter than when inserted; fluoroscopy confirmed that the distal 3rd of the catheter had detached and remained inside the pt; a snare was used to successfully retrieve the detached distal portion of the catheter; and the pt was reported to have "no adverse affects" from this event.